Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 6 mm, 23 inch infusion set, with sensor and fingerstick readings elevated after a recent supply change; the device issued prolonged high glucose alerts, and the user was guided to replace supplies, after which glucose trended down. Symptoms included sleepiness without loss of consciousness or other acute complications. Outcomes included no use of backup therapy, no ketones, and no medical intervention or hospitalization. Investigation included telephone troubleshooting and education with confirmation of glucose improvement after a set change. Investigation of this case revealed an unclear cause of hyperglycemia with possible infusion set or site-related contribution that resolved following supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.